Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pwd experienced an infusion site issue in which the plastic component became detached from the adhesive and leakage occurred. The adhesive remained on the skin while the plastic component completely separated. The pwd replaced the infusion site and insulin delivery resumed. At the time of the call, the pwd¿s glucose level was 277 mg/dl, and it was noted that the pwd had under-bolused for a meal. Emergency medical services were not required. The event occurred while the device was in use with the patient, and no patient injury was reported.